Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted into the patient on (B)(6) 2009. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; thigh pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; damage. Nonsurgical treatments: on (B)(6) 2009 the patient commenced topical treatment (including oestrogen cream): hrt for: hormone replacement therapy. Treatment duration: 1 year.

Manufacturer narrative:
(B)(6). Implant date used as an estimated event date. Reported treatment date of (B)(6) 2009 probably represents an unspecified day in that year. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.